Manufacturer narrative:
The narrative received by the distributor indicated the needle detached from a 4-0 pga/pcl device. The item number provided is a 2-0 pga/pcl device. The description entered on the complaint form indicates 3-0 pga/pcl. Additional details were requested. No updates have been received regarding the exact product used have been received to date. The exact lot number was not disclosed. No samples were returned for testing or review. It's unknown if there are retained samples available without the lot number. If the lot number or samples become available at a later time the records and devices will be reviewed and the results will be included in a follow-up report. The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. The needle is an ethicon component. The needle detaching from the suture can occur when needles are gripped on or near the swaged end of the needle with the needle holder, forceps, surgical instrument or if excessive force is applied, exceeding the strength of the attachment, allowing the suture to pull free from the needle hole. It's also possible the suture was not placed deep enough within the needle hole during the manufacturing process. Without reviewing the finished good lot number to review the manufacturing records, receiving the exact description/identification of the device, receiving the actual needle/suture for review, receiving magnified photos of the device, testing sterile devices from the same finished good lot or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
It was reported by the health care professional that during a cesarean procedure the needle broke off from the 4-0 pga/pcl suture during skin closure embedding in the skin. Additional information provided by the distributor indicated ¿during subcuticular closure at time of cesarean one needle broke off of the suture. The needle was completely under the skin and unable to be seen at either end. It required an additional surgery and tissue handling, x-ray and ultrasound to locate and remove the needle from the patient. The device was discarded.